Manufacturer narrative:
(B) (4). The ge service rep found the images went black when shaking the monitor cart cable. He replaced the monitor cart cable assembly. The system operates as intended.

Event description:
The customer reported that the system sometimes needs to be rebooted in order to work properly. No patient injury was reported.